Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer as admitted to the hospital for diabetic ketoacidosis (dka). The customer's blood glucose (bg) level was 435 mg/dl. The customer was treated with an insulin drip. The bg and dka were resolved and the customer was discharged on approximately (B)(6) 2017. The contact would like the customer's pump settings be reviewed as they could possibly have been the cause of the high bg; however, the contact was not sure if the event was related to the pump or supplies. Although requested, additional information from the customer was not provided.